Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The product has not been returned to zimmer biomet for investigation. However, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the saw blades trembled abnormally when being used. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on (B)(6).